Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was intermittently not completing a boot up cycle. In this condition, the device would not be available for use on a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.

Manufacturer narrative:
Device manufacture date - 25-sep-2014.